Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. The reservoir cannot stay locked in reservoir compartment. The reservoir cannot stay locked in due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer states he is not able to fit the reservoir in the reservoir compartment. The customer noted the pump may have been dropped and was chewed by dog. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.